Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the slow sweep test on axis 2 and that axis-2 was stiff. The axis 2 brake was replaced and the arm was upgraded with new brakes, gears, bearings and shafts. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the patient side manipulator (psm) arm would not home and was stiff as reported by the customer. An intuitive surgical, inc. (Isi) technical support engineer (tse) assisted the hospital staff and the planned surgical procedure was completed. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. No patient impact occurred. An intuitive surgical technical field specialist replaced the affected psm. The psm was returned to intuitive surgical, inc. (Isi) for evaluation and internal failure analysis investigation found the patient side manipulator (psm) arm failed the slow sweep test. Although this failure was found during in-house testing, and had no patient impact, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.